Event description:
Complainant alleged that medics responded to a call for a patient (age & gender unknown) and while attempting to treat the patient, the device failed to power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.